Event description:
It was reported that the health care provider (hcp) was not able to flush the catheter when the pump was replaced ((B)(6) 2014), so the catheter was also replaced at that time. The drugs that was used via the device system was clonidine, bupivacaine, and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).